Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation.   The device was returned for evaluation and the evaluation was completed.   Based on the results of the investigation, since there were defects in the device, the device did not satisfy specifications and, there was no health damage to patients. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the ultrasonic bronchofibervideoscope, displayed error e227 (scope communication error), an error that results in loss of image. There were no reports of patient involvement.